Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("on the left side, the tubal ostia of the separation of approximately 30 mm between the proximal outer colon and the remainder of the insert"), pelvic pain ("pelvic pain/ pain"), vaginal haemorrhage ("vaginal bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuva ring. Concurrent conditions included breast feeding. Concomitant products included escitalopram oxalate (lexapro) for depression as well as ibuprofen since 2013 and oxycodone. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and abdominal pain lower ("left lower quadrant of abdominal cavity"). The patient was treated with surgery (exploratory laparoscopy, hysteroscopy with essure removal,laparoscopic bilateral salpingec). Essure was removed on (B)(6) 2013. On (B)(6) 2013, the device dislocation had resolved. At the time of the report, the device breakage, vaginal haemorrhage, female sexual dysfunction, genital haemorrhage and menorrhagia outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, device breakage, device dislocation, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded), (B)(6) 2013 - hysterosalpingogram (hsg) - unilateral occlusion (right tube occluded), breakage of essure device, migration of essure device ¿ plaintiff was told right side was positioned appropriately; left side had moved out of place on (B)(6) 2013. Most recent follow-up information incorporated above includes: on 13-jun-2018: from pfs events genital haemorrhage are added. Concomitant condition are added. Historical and concomitant drug are added from medical record. Reporter information are added. Lab data added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and device dislocation ("on the left side, the tubal ostia of the separation of approximately 30 mm between the proximal outer colon and the remainder of the insert") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen since 2013 and oxycodone. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia") and abdominal pain lower ("left lower quadrant of abdominal cavity"). The patient was treated with surgery (exploratory laparoscopy, hysteroscopy with essure removal,laparoscopic bilateral salpingec). Essure was removed on (B)(6) 2013. On (B)(6) 2013, the device dislocation had resolved. At the time of the report, the device breakage, vaginal haemorrhage, menorrhagia and female sexual dysfunction outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, device breakage, device dislocation, female sexual dysfunction, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2013- hysterosalpingogram (hsg) - unilateral occlusion (right tube occluded), breakage of essure device, migration of essure device ¿ plaintiff was told right side was positioned appropriately; left side had moved out of place on (B)(6) 2013. Most recent follow-up information incorporated above includes: on 3-mar-2018: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Concomitant drugs added .updated suspect drug indication. Events vaginal bleeding, menorrhagia, apareunia, device breakage and left lower quadrant of abdominal cavity added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("on the left side, the tubal ostia of the separation of approximately 30 mm between the proximal outer colon and the remainder of the insert"), pelvic pain ("pelvic pain/ pain"), vaginal haemorrhage ("vaginal bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuva ring. Concurrent conditions included breast feeding. Concomitant products included escitalopram oxalate (lexapro) for depression as well as ibuprofen since 2013 and oxycodone. In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction (seriousness criteria medically significant), menorrhagia ("menorrhagia") and abdominal pain lower ("left lower quadrant of abdominal cavity"). The patient was treated with surgery (exploratory laparoscopy, hysteroscopy with essure removal,laparoscopic bilateral salpingec). Essure was removed on (B)(6) 2013. On (B)(6) 2013, the device dislocation had resolved. At the time of the report, the device breakage, vaginal haemorrhage, female sexual dysfunction, genital haemorrhage and menorrhagia outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, device breakage, device dislocation, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded), (B)(6) 2013 - hysterosalpingogram (hsg) - unilateral occlusion (right tube occluded), breakage of essure device, migration of essure device ¿ plaintiff was told right side was positioned appropriately; left side had moved out of place on (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of product technical problem update. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("on the left side, the tubal ostia of the separation of approximately 30 mm between the proximal outer colon and the remainder of the insert") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (exploratory laparoscopy, hysteroscopy with essure removal and laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2013. On (B)(6) 2013, the device dislocation had resolved. The reporter considered device dislocation to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.